Manufacturer narrative:
Corrections in b4: date of the report, d3: manufacturer g1: contact office, g6: type of report, h2. Additional information in d4, d8-9, g3, h4: device manufacture date, h5, h6, h10: additional narrative this follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. Without a product return, no product evaluation can be conducted. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trend. Spinalpak assemblies are distributed in the u.s, therefore, only the us decision tree is applicable to this complaint. The device history record (DHR) for the product was reviewed. The DHR indicates the spinal pak was manufactured september 22, 2023, there was no abnormal condition reported. The inspection criteria for the product were also reviewed as part of the DHR indicating the device passed inspection and was void of any manufacturing defects. A copy of the DHR/coc is included in the DHR attachment section. The products were not returned for evaluation. Is applicable to this complaint. The products were not returned for evaluation. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report

Event description:
It was reported that the patient is having increased pain in his legs when he wore the monitor. The patient mentioned this is in part due to the nerve damage he had in his legs. The patient stopped wearing the stimulator. The surgeon told the patient to discontinue use of the stimulator for the time being. The surgeon thinks it is related to the nerve damage in his legs, but he would like to restart the stimulator at a later date.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a followup report will be sent.

Event description:
It was reported that the patient is having increased pain in his legs when he wore the monitor. The patient mentioned this is in part due to the nerve damage he had in his legs. The patient stopped wearing the stimulator. The surgeon told the patient to discontinue use of the stimulator for the time being. The surgeon thinks it is related to the nerve damage in his legs, but he would like to restart the stimulator at a later date.